Event description:
Approximately one and a half hours into a routine hemodialysis treatment, blood was observed leaking at the arterial line where it connects to the dialyzer. A venous air alarm was reported. Treatment was discontinued without performing rinseback, resulting in a blood loss of 190cc. The amount of blood lost via the leak was unk. The patient's standard epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
No investigation is possible without the returned product; therefore, the exact cause of the reported issue cannot be determined. A review of the reported lot number found no other similar complaints reported. This is considered to be a random isolated event. The user's guide adequately warns that the nxstage cycler may not sense slow fluid or blood leaks and instructs the user to periodically check for leaks. Nxstage medical considers this report closed. No additional information will be provided.